Manufacturer narrative:
UDI and manufacture date not available for this instrument at time of filing. No parts were replaced or returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system being used during an aneurysm clipping. It was reported that there were multiple failed registrations. It was reported that site was having issues registering the patient. A manufacturer representative was present and reported that the site had put fiducials on and were attempting to do a touch only registration, however they were not getting a metric when gathering points. Two fiducials came off and they manually put them on where they saw them on the scan. Technical services (ts) advised the representative to perform a trace registration and then add the fiducials that were already present. The surgeon indicated that they obtained a 4.0 millimeters registration metric on the first trace but after adding points, it reset and forced them to restart the registration. The procedure was on the back of the head and therefore the surgeon attempted to gather additional points on the back of the head which yielded higher metric values. Ts advised the representative to have the surgeon focus on unique anatomy for the initial trace metric, then add the fiducials, and if needed after checking accuracy to then add long sweeps to the back of the skull to improve, but not focus on the back of the head for the trace values. The site was able to register the patient.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.